Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e712 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, tubing leak and occlusion patient alarm. No trends were detected for these complaint categories. The kit and data key were returned for analysis. A review of the data key found that a setup change was the first item in the event log, followed by a leak centrifuge alarm. A leak centrifuge alarm before a prime is initiated is a sign that the operator was testing the leak sensor. After collection was started, three occlusion patient alarms occurred in the first cycle and then the customer pressed the abort treatment key. The kit was visually inspected and no signs of a leak were seen. The hematocrit cuvette was pressure tested in order to check for leaks and no leaks were found. Thus, the root cause of the reported leak could not be determined as no manufacturing related defects were confirmed during the evaluation. Based on this analysis, no remedial actions will be conducted. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer reported a leak at the hematocrit (hct) sensor during the first cycle of buffy coat collection. The customer stated that there were no alarms. The customer reported that the treatment was aborted with no blood/product returned to the patient. The customer stated that the patient was in stable condition at this time. The customer reported that they will consult with the treating clinician about attempting another treatment. The kit was returned for investigation.